Manufacturer narrative:
The company representative examined the system, found the 30 psi (pounds per square inch) regulator leaking air out of the top, and replaced the regulator. Preventative maintenance was performed. The system was then tested and met product specifications. The 30 psi regulator is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, the cutter stopped cutting. It was reported that there was no pt harm. Additional information was requested regarding how the case was completed, but no more details were provided.